Event description:
It was reported that during the initial implant procedure, the stylet pulled and separated the patient's new left ventricular lead distal pin while being removed from the lead. The stylet was stuck and could not be extracted. The lead was removed and not installed during procedure on (B)(6) 2022. An alternate lead was implanted. The patient was stable.

Manufacturer narrative:
The reported events of stylet was stuck and could not be extracted and pulled the distal pin off the lead connector were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the stretched inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The cause of the reported event was due to bunching of inner coil and polytetrafluoroethylene (ptfe) coating of the stylet distal to connector pin that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage.